Manufacturer narrative:
The referenced history of arteriovenous malformation was reported under medwatch MFR report# 2916596-2016-02304. Approximate age of device - 2 years, 8 months. Manufacturer's investigation conclusion: a full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported bleeding could not be conclusively determined. The instructions for use list bleeding as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient experienced bleeding which was likely hemorrhoids versus spontaneous lower gastrointestinal bleed from the elevated inr. The patient appeared to have no melena. Bright red blood per rectum (brbpr) in setting of supratherapeutic inr. Resolved patient has history of small bowel arteriovenous malformation (avm)'s. Hemoglobin stable in 11 range, no transfusions required. Anticoagulants at the time of event: warfarin